Manufacturer narrative:
Excessive force was not used during delivery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. Image analysis: a short video clip was received for analysis. The video shoes a dislodged stent in vivo and a snare. The video provided no further information related to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non tortuous, severely calcified lesion exhibiting 60% stenosis located in the ostium of the left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the device dislodged into the aorta following a failed delivery. The dislodged stent was removed using a snare. The patient was reported to be alive.